Event description:
Accidentally dropped instruments onto tray of sterilizer and splashed small amount (few drps) into right eye. She immediately flushed with water at eyewash station and went to dr for evaluation. No eye protection worn at time of incident.